Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, broken lens inside the optical system was found. Also, the inspection noted the rigid outer tube is bent and leaking (corroded) from the proximal end, no moisture observed inside the optical system. Light guide fiber breakage with dents on the distal end. Dents on the eyepiece funnel and the faded black colored lettering. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the inventory specialist at the user facility the customer rigid autoclavable telescope is ¿broken¿. The customer reported problem was found at reprocessing. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken telescope components could not be definitively determined, however, the damage can most likely be attributable to improper handling/excessive force. Olympus will continue to monitor field performance for this device.